Event description:
The reporter stated that the head of the screw broke off during insertion during a surgical procedure. It was removed and replaced with another screw. Integra has requested add'l info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.